Event description:
It was reported that the insulin pump alarmed button error the day after being exposed to moisture from the ocean. The blood glucose reading was 179 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Insulin pump had a blank display due to moisture damage on electronic assembly. Unable to confirm button error alarm and keypad response due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.